Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant by a medical professional. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 01, 2025, the mentor analysis lab received the suspect medical device for evaluation. With the returned device, the product identity was determined as the following: size: 700cc. Brand name: mentor memorygel xtra breast implant. Catalog: shpx700. Lot: 7548670. Serial: (B)(6). Additionally, an updated explant date was provided. Date of explantation: (B)(6) 2025. On (B)(6) 2025, mentor determined the date of implantation. Date of implantation: (B)(6) 2018. On (B)(6) 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device determined that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).